Event description:
The hospital report that approximately one and one-half minutes into bypass they noted the venous saturation levels were dropping and the blood was very dark. The gas transfer levels were felt to be very poor and gas flow was increased to 8 lpm and the level returned to normal. When the gas flow was reduced the incident recurred and the device was changed out approximately 8 minutes into bypass. The patient was not affected.